Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not fully occluded". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("pain with intercourse"), anxiety ("anxiety"), depression ("depression"), haemorrhagic ovarian cyst ("haemorrhagic ovarian cyst") and incision site pain ("incisional pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, haemorrhagic ovarian cyst and incision site pain had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, incision site pain, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure® was in place within the fallopian tubes, b; on (B)(6) 2014: tubes were not fully occluded.; on (B)(6)2014: tubes were not fully occluded. Ultrasound pelvis - on (B)(6) 2016: a hemorrhagic cyst on her left ovary and no other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: summons received. Events device ineffective, anxiety , depression, painful intercourse, hemorrhagic left ovarian cyst, incisional pain were added .removal surgery details updated hence case category updated to incident. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhagic ovarian cyst ('haemorrhagic ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not fully occluded". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), headache ("headaches"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("pain with intercourse"), anxiety ("anxiety"), depression ("depression"), haemorrhagic ovarian cyst (seriousness criterion medically significant), incision site pain ("incisional pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (total laproscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, haemorrhagic ovarian cyst and incision site pain had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune disorder, depression, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, incision site pain, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted in dates of insertion: (B)(6) 2013, (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure was in place within the fallopian tubes, b; on (B)(6) 2014: results: tubes were not fully occluded.; on (B)(6) 2014: results: tubes were not fully occluded.. Ultrasound pelvis - on (B)(6) 2016: results: a hemorrhagic cyst on her left ovary and no other. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhagic ovarian cyst ('haemorrhagic ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not fully occluded". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), headache ("headaches"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("pain with intercourse"), anxiety ("anxiety"), depression ("depression"), haemorrhagic ovarian cyst (seriousness criterion medically significant), incision site pain ("incisional pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (total laproscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, haemorrhagic ovarian cyst and incision site pain had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune disorder, depression, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, incision site pain, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure was in place within the fallopian tubes, b; on (B)(6) 2014: results: tubes were not fully occluded.; on (B)(6) 2014: results: tubes were not fully occluded.. Ultrasound pelvis - on (B)(6) 2016: results: a hemorrhagic cyst on her left ovary and no other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Events: autoimmune disorder, hypersensitivity added. Event genital hemorrhage seriousness criteria updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhagic ovarian cyst ('haemorrhagic ovarian cyst') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not fully occluded". The patient's medical history included hashimoto's thyroiditis, female sterilization, pelvic pain female, cramp in lower abdomen, painful intercourse, nausea, dysmenorrhea, dyspareunia, menorrhagia, hair loss, depression, anxiety, tenderness, uterine enlargement, perineal pain, gardnerella vaginalis test positive, candida infection, vaginal bleeding, vaginal discharge, chills, fatigue, fever, malaise, thrombocytopenia and neutropenia. Previously administered products included for an unreported indication: loestrin. Concomitant products included levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 24 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), headache ("headaches"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), anxiety ("anxiety"), depression ("depression"), haemorrhagic ovarian cyst (seriousness criterion medically significant), incision site pain ("incisional pain"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (total laproscopic hysterectomy and bilateral salpingectomy.). Essure was removed on 6-oct-2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, haemorrhagic ovarian cyst, incision site pain, menorrhagia and dysmenorrhoea had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, incision site pain, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in dates of insertion: 01-jul-2013, aug-2013, 25jul2013. She had underwent other essure related surgery on 01jun2014. Left 0 coil right 0 coils (as written) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure was in place within the fallopian tubes, b; on (B)(6) 2014: results: tubes were not fully occluded. Only one tube was closed; on (B)(6) 2014: results: tubes were not fully occluded.. Pregnancy test urine- on (B)(6) 2013: -negative. Ultrasound pelvis- on (B)(6) 2016: results: a hemorrhagic cyst on her left ovary and no other. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs and mr received: events: vaginal bleeding, menorrhagia, dysmenorrhea were added. Severity of events: pelvic pain, lower abdominal pain, onset date of events: dyspareunia, pelvic pain, medical history, lab data, patient demographic, patients aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and haemorrhagic ovarian cyst ("haemorrhagic ovarian cyst") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes were not fully occluded". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("pain with intercourse"), anxiety ("anxiety"), depression ("depression"), haemorrhagic ovarian cyst (seriousness criterion medically significant) and incision site pain ("incisional pain"). The patient was treated with surgery (total "laparoscopic" hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, haemorrhagic ovarian cyst and incision site pain had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, incision site pain, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure® was in place within the fallopian tubes, b; on (B)(6) 2014: tubes were not fully occluded.; on (B)(6) 2014: tubes were not fully occluded. Ultrasound pelvis - on (B)(6) 2016: a hemorrhagic cyst on her left ovary and no other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .